Event description:
On 09/15/2008, the patient reported that she began use of her infusion site in 2008, and has since had to replace it 3 times. She stated that the adhesive is not properly sticking to her body. She has not used lotions or powders in that area and she leans the area with alcohol prior to placement. She also reported that in the next day, the tubing became caught on a drawer adn the infusion site became dislodged. She was educated on forming a "safety loop" with the infusion tubing. The patient was sent information on infusion site management, sample infusion sets, and tegaderm. Upon follow up at about one week later, the patient reported the tegaderm was working well. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.